Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they hospitalized due to hyperglycemia. Customer's blood glucose level was unknown at time of incident. Customer reported that she stopped using the insulin pump a long time ago when she was hospitalized and ever since she was not able to use it. Customer reported that the insulin pump had blank display. Customer reported that the insulin pump not shows signs of physical damage, not dropped or bumped .customer stated that the battery compartment was neither damaged nor corroded. Customer stated that the display did not return. The insulin pump will be returned for analysis.